Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-02241. As par of the investigation, olympus performed diligence with the user facility to obtain additional information but with no results. Additionally, an olympus endoscope support specialist (ess) was requested to be dispatched to provide an in-service reprocessing training to the staff. However, the customer declined the in-service offer due to the covid-19 restrictions in place. Customer agreed to schedule an in-service once the restrictions are lifted. The ess territory sales manager. The sales manager advised that the customer was assisted via phone about the reprocessing issue on (B)(4) 2020. The sales manager emailed the customer the reprocessing manual and offered to schedule a reprocessing in-service. No device was returned, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be due to. The instructions for use provides information: "this instrument was not disinfected or sterilized before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in chapter 5, ¿reprocessing: general policy¿ through chapter 8, ¿cleaning and disinfection equipment¿. After using this instrument, reprocess and store it according to the instructions given in chapter 5 through chapter 9. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance. High-level disinfection:all disinfection steps should be performed with the endoscope and all equipment completely immersed. If the equipment is connected or disconnected while not immersed, disinfectant solution may not adequately contact all surfaces of the equipment. As a result, the effectiveness of disinfection may be reduced.".

Manufacturer narrative:
This report is being supplemented to correct data included on the initial report. Based on the results of the investigation, the event likely occurred because of incorrect reprocessing due to the user not following the instructions for use.

Manufacturer narrative:
The scope referenced in this report was not returned for evaluation. The technical assistance group informed the customer that the entire scope needs to be reprocessed and advised the customer of the cleaning steps of the endoscope as stated in the instructions for use(IFU) regardless whether the scope has channels or not, the IFU instructs to fully immerse the scope during manual cleaning. The customer indicated a non-olympus flushing aid unit (scope buddy by medivators) is used and was informed by the scope buddy manufacturer not to submerge the entire scope. The technical assistance group could not provide information regarding the non-olympus flushing aid unit. Chapter 7.5 (manual cleaning) provides instruction when cleaning the external surface to, fill a basin with water and low foaming detergent solution at a temperature and concentration recommended by the manufacturer. Use a basin which is at least 40 cm by 40 cm (16¿ by 16¿) in size and deep enough to allow the endoscope to be completely immersed then to immerse the endoscope in the detergent solution.

Event description:
During an inquiry on reprocessing as a result of covid-19, the technical assistance group was informed the rhino-laryngofiberscope was being incorrectly reprocessed. The user facility reported that the doctor at the user facility stated the scopes should be fully submerged in cleaning fluids and they (staff) are only cleaning the insertion tube.there was no patient injury reported.